Event description:
It was reported that a patient underwent allergy testing in (B)(6) 2013 and topical skin adhesive was applied and covered with tegaderm. The patient developed hives and facial and throat swelling. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.